Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they were hospitalized due to the insulin pumps keypad being unresponsive and high blood glucose readings of 370 mg/dl. Customer was treated with IV of fluids at the hospital. Mother stated that the up and down arrows were not working. Mother does not recall any significant events leading to the issue. Customer's mother was advised to revert to a back up plan and the insulin pump is being replaced.